Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a flo-gard infusion pump which was constantly experiencing occlusion alarms during set-up. This condition may be false occlusion alarms. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of downstream occlusion alarms. The root cause could not be determined. No action was necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.